Manufacturer narrative:
Investigation summary: customer reported false positive results on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and found that the ac was far from the equipment at a high height, when talking to the specialist and reported and concluded that the customer about opening and closing the doors and kept the split of the ac locked up without incidence of ac directly in drawer a. It was necessary to place the equipment at an angle of 5 degrees to avoid a bad closing of the drawer and with that they had incidence of light or cold air. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is light or cold air. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 3 false positive results were obtained. Confirmatory seeding was performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: batch: 0118394. Number of wrong results obtained: 3. Do any of the tests show a larger sample volume?: not applicable. What confirmatory test was performed to determine the false positive result?: seeding. Have any incorrect results been reported to doctors? Not applicable, as it is an industry. If so, have any patients been treated on the basis of erroneous results?: not applicable, as it is an industry. If so, did the incorrect treatment cause any harm to the patient (s)? Not applicable, as it is an industry. What is the room temperature? 21 to 25ºc. Any reports of electrical variation? We had a small power outage that was quickly restored.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 3 false positive results were obtained. Confirmatory seeding was performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: batch: 0118394. Number of wrong results obtained: 3. Do any of the tests show a larger sample volume? Not applicable. What confirmatory test was performed to determine the false positive result? Seeding. Have any incorrect results been reported to doctors? Not applicable, as it is an industry. If so, have any patients been treated on the basis of erroneous results? Not applicable, as it is an industry. If so, did the incorrect treatment cause any harm to the patient (s)? Not applicable, as it is an industry. What is the room temperature? 21 to 25ºc. Any reports of electrical variation? We had a small power outage that was quickly restored.